Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- patient demography was added. Previously added injury was replaced with migration, pregnancy (no complications) and device ineffective was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.